Event description:
It was reported that during a rectum low anterior resection, after firing the stapler, the surgeon opened it and noticed that it cut but did not suture. The surgeon used conventional suturing to complete the case. There were no adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.